Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system remotely and confirmed the reported issue. The bag port connector was replaced by the user to resolve the reported issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4). Legal manufacturer: (B)(4).

Event description:
The hospital reported a malfunction of the bag port resulting in a loss of manual ventilation. There was no report of patient involvement.